Event description:
During the percutaneous coronary intervention (pci), the balloon burst. Acute occlusion and st elevation were observed.

Manufacturer narrative:
This pt presented to the cardiac catheterization unit and 1-vessel disease was found. Pci was performed on a 90% de novo lesion in the mid to proximal left anterior descending artery (lad). The vessel was characterized as slightly calcified and tortuous. The lesion was pre-dilated with a 2mm diameter/unk length balloon at unknown inflation pressure. A 3.0x18mm cypher stent was deployed at the distal end of the mid to proximal lad. Post-dilation was being performed to obtain good wall apposition by kissing balloon technique from the lad and the 1st diagonal using the stent delivery system (sds) balloon, but the sds ruptured at the distal end of the balloon. The contrast medium leaked into the vessel distally and acute occlusion as well as st elevation was observed. Since there was 50-75% stenosis distal to the cypher stent, a 3.0x24mm and 3.0x15mm driver bare metal stents were deployed. The pt was stable following the procedure. The product is not available for analysis because it was discarded at the hospital. Please note that this product is not distributed in the united states. However, it is similar to the us distributed. Add'l info rec'd will be submitted within 30 days upon receipt.